Event description:
Latch on item coviden sonicsion did not close when battery was inserted and rendered the item useless. Had to be thrown off and a replacement had to be found which delayed the surgery which delayed care.